Manufacturer narrative:
The following devices were also listed in this report: hmrs humerus connect screw; cat# 64600006; lot# ctd1034a, hmrs humerus connect screw; cat# 64600006; lot# ctd2699. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Review of the product history records indicate the devices were manufactured and accepted into final stock with no reported discrepancies. The event involves a device that is not cleared for sale in the u.s., but similar device is commercially available in the u.s. A supplemental report will be submitted upon completion of the investigation.

Event description:
Our agent reported that during a humerous surgery it was found that none of the three bolts were equipped with the anti-rotational stop in plastic material located in the distal part of the screws and bolts of the hmrs system. Two bolts were implanted as programmed because they are fundamental to obtain the correct tightness of the implant. Only one connect screw with the intact anti-rotational stop was implanted. The other two pieces that were in the kit, were not implanted.

Manufacturer narrative:
An event regarding a missing nylock pellet component involving a hmrs screw was reported. Upon visual inspection it was confirmed that the pellet was in the threaded area. Method & results: device evaluation and results: upon visual inspection it was confirmed that the pellet was in the threaded area. Medical records received and evaluation: no medical records were received for review with a clinical consultant. Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusions: it was alleged that the pellet was missing from the threaded area of the bolt. However on the return of the device it was confirmed that the pellet was in the threaded area of the bolt. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Our agent reported that during a humerous surgery it was found that none of the three bolts were equipped with the anti-rotational stop in plastic material located in the distal part of the screws and bolts of the hmrs system. Two bolts were implanted as programmed because they are fundamental to obtain the correct tightness of the implant. Only one connect screw with the intact anti-rotational stop was implanted. The other two pieces that were in the kit, were not implanted.